Event description:
During follow up, it was noted that the device was in backup vvi. The device was explanted and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
As received, the device was returned in backup operation. Visual examination of the device revealed no anomalies. Analysis revealed that the device went to backup mode due to a check sum error. There was no patient data indicating the patient was exposed to emi. Therefore, the cause of a check sum error could not be determined. After reloading the product code the pacer had normal battery current, pacing output, and the battery level was at eri. Total projected longevity is 7.19 years with an actual implant duration of 12.87 years. Based on this information, the device exceeded the projected longevity and is considered normal battery depletion.